Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the defect has been verified and repaired. The following repair activities were performed service & repair functions: error log showed output shortage common to non-arc detect units. Customer complaint would be addressed by arc detect upgrade. The unit was evaluated upon its return; and the fascia was replaced because it was heavily scratched. The keypad membrane, graphic panel left, graphic panel right, and mitek badge were replaced during replacement of the fascia. The damaged inlet socket was replaced. The missing dust cover and 2 missing mounting feet were replaced. The unit was upgraded to be arc detect compatible, and the unit's software was updated to the latest revision as per the service manual. Attached box label, electrical safety, additional parts list, and vapr vue repair record. Following repair; the unit passes all functional and diagnostic testing, and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the vapr vue had an output shortage which caused the wands to arc and melt. This occurred during a shoulder surgery. There was no patient harm and the procedure was delayed for less than thirty (30) minutes. The surgery was completed with a vapr iii. The following additional information was received via phone by mitek complaints: the sales representative who called in the electrodes confirmed that there was no sparking and arcing. The sales representative stated that the tip of the two electrodes were charring and giving an output shortage on the generator.